Event description:
I had some resistance putting in the guidewire, but then after gentle redirecting, it went in easily. When I tried putting the catheter over the guidewire, I had resistance from the get-go, long before I got to skin. I figured this was from clotting because I couldn't think of a good reason the catheter wouldn't easily go over the guidewire. I eventually got the catheter to glide over, and it went through the skin easily. However, pulling the guidewire was difficult; there was significant resistance. I tugged harder, it came out, and kept coming, but then it shredded into two pieces as it was coming out of the middle port. When we saw that, we stopped pulling the guidewire, and pulled out the catheter instead. We noticed that the springy coil part of the wire was separated from the straight wire part. Upon calling interventional radiology (ir), we were told to just pull whatever was left inside the body (all I saw was the springy part going into the body), so I pulled, and with much resistance, the coiled wire came out. Of note, the cxr before showed the wire, and the cxr after showed no foreign body.